Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8550bc was received for investigation. Visual evaluation noted that the outer tube window was damaged on one side of the edge, producing debris when activated. Oxidation was noted along the inner diameter of the inner tube. The most likely cause for the investigation findings is attributed to use error. Per directions for use dfu-0215-eo rev. 1, precaution 7, "excessive 'side-loading' on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device." Application of excessive force by side-loading (leveraging/prying) the device caused damage to the outer tube window, increasing contact and friction between the inner and outer tubes and generating debris/shaving when activated. The most likely cause for the oxidation found is attributed to a consequence of prolonged exposure to fluids after the device was used and shipped for evaluation. Functional testing noted debris in the water when the device was activated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rm surgery metal debris was caused by the device. The debris was removed out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.